Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) exhibited high impedances measurements measuring greater than 3,000 ohms on the right atrial (ra) channel and high out of range shock impedance measurements, measuring greater than 200 ohms on right ventricular (rv) channel. Additionally, there were stored episodes of signal artifact monitor (sam) and this resulted in the minute ventilation (mv) feature being automatically disabled. Upon review of the electrogram (egm) it was noted that there were missing ra markers. Technical services (ts) discussed with the boston scientific representative. Reprogramming was performed on the same day. No adverse patient effects were reported. This device remains in-service.